Manufacturer narrative:
Internal complaint reference number: case-(B)(4).

Event description:
It was reported that, after a tka, an irrigation and debridement treatment was required due to an opened wound on left knee (1.5 x 1.5 cm wound , near varicose vein). The wound was over the location of a large varicose vein patient had that was coagulated during surgery, it was very superficial and probably placed the area in a risk of wound healing. It seemed like the patient had fat necrosis of the area and slight cellulitis. The treatment consisted of sharping and excisional debridement of left knee down to pre-patellar fascia, followed by the aspiration of left knee, a pulsavac lavage of the wound, local tissue re-arrangement for total wound and flap area of 8 x 5 cm and the application of a negative pressure wound therapy. Four devices were associated with this event: jrny ii cr fem cocr np lt sz 8, journey tibia base np lt sz 7, jrny ii isrt xlpe dd lt sz 7-8 9mm and gii oval resurfacing pat 35mm. However, it is unknown how they failed. No other complications were reported. No device was explanted during irrigation and debridement. Or fluid culture results were negative growth, superficial tissue skin cultures as expected with skin flora; therefore, no infection was confirmed. Patient was on bactrim abx, he is doing very well and no wound is noted.

Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this journey ii cr retro study case reports an excisional debridement and irrigation was performed approximately 4 months post implantation, due to an open wound near a varicose vein on the left knee. Per email correspondence and the limited documentation provided, it was reported that it seemed like the patient had "fat necrosis of the area and slight cellulitis" and there was a low suspicion of periprosthetic joint infection. The patient was treated with an excisional debridement, an aspiration & lavage of the left knee, and local tissue rearrangement and flap, and the application of a negative pressure wound therapy. There were no devices explanted during the I&d. The patient was treated with antibiotics and is reported as doing very well. The patient impact beyond the I&d cannot be determined. Due to the limited information provided, no further clinical assessment can be rendered at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.